Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that when the cartridge was loaded onto the pump, it looked as if the cartridge was "coming off the pump" during loading. The customer stated it looked like it was "pulsing off the pump". Customer's blood glucose level was 325 mg/dl and was addressed with a bolus. Customer confirmed that an alternate method of insulin delivery was available.